Event description:
High glucose (400) [blood glucose increased]. When applying the pen it did not inject/no medication comes out [device failure]. Pen is locking up [device malfunction]. The dial didn't go back to 0 [device malfunction]. Started to get the liquid out with the help of a syringe [wrong technique in product usage process]. Keeps needles in the device until she changes [product storage error]. Case description: study ID: (B)(4). Study description: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 175 cm. Patient's weight: (B)(6). Patient's bmi: 17.63265310. This serious solicited report from (B)(6) was reported by a consumer as "high glucose (400)(blood glucose increased)" beginning on (B)(6) 2021 , "abdominal pain(abdominal pain)" beginning on (B)(6) 2021 , "very ill(illness)" beginning on (B)(6) 2021 , "when applying the pen it did not inject/no medication comes out(device failure)" beginning on (B)(6) 2021 , "pen is locking up(device malfunction)" beginning on (B)(6) 2021 , "the dial didn't go back to 0(device component malfunction)" beginning on (B)(6) 2021 , "lose weight(weight loss)" beginning on (B)(6) 2021 , "started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe)" with an unspecified onset date , "keeps needles in the device until she changes(device stored with needle attached)" with an unspecified onset date and concerned a (B)(6) female patient who was treated with fiasp flextouch (insulin aspart) solution for injection 100iu/ml (dose, frequency & route used-9 iu, qd, unknown) from unknown start date and ongoing for "type 1 diabetes mellitus", fiasp flextouch (insulin aspart) solution for injection 100iu/ml (dose, frequency & route used- unk, unknown) from unknown start date for "type 1 diabetes", novofine 32g 4mm (needle) from unknown start date for "type 1 diabetes mellitus". Current condition: type 1 diabetes mellitus (duration not reported), cancer, bipolar disorder, disability. Concomitant medications included - insulin glargine, synthroid(levothyroxine sodium), quetiapine, carbolitium(lithium carbonate), depakene [valproic acid](valproic acid). Treatment medications included - glucose. On (B)(6) 2021 the pen was locking up, patient can select the application dosage but when she presses the ejector button no medication comes out the patient put the needle and a drop came out, but when applying the pen it did not inject. The patient thought she was doing the application. The patient's glucose rose and was above 400 mg/dl and patient began to feel very ill and had abdominal pain and was even hospitalized for 48 hours receiving glucose in the vein (since (B)(6) 2021 to (B)(6) 2021).the patient also had lost a lot of weight. Patient given insulin in the morning and at lunch, but in the afternoon, her blood sugar was still very high, above 500 mg/dl, and patient was taken to the hospital again. She was medicated with "hi", which is indicated for patients with blood glucose levels above 600 mg/dl. She was under observation from sunday afternoon until 7:00 a.m. The next day. When patient returned home, noticed that the applicator pen was not working. Even though the button didn't return to zero and a small drop of medication appeared at the end of the application and thought the liquid was being injected. Patient blood glucose remained high, around 350mg/dl, but for fear of being hospitalized, and because of the emotional upset and did not return to the hospital. Patient started using a new pen on (B)(6) 2021, and it wasn't working either, patient blood glucose was over 450. Hence decided on her own to increase the dose of his long-acting insulin (glargine-lantos) from 18ui to 22ui, which controlled her blood glucose better it was not possible to perform the flow test, because the selector does not move. The rubber is between 200 and 250. She uses the needles at most 2/3 times, and keeps them in the device until she changes. She informs us that our pens are not compatible with anything. Batch numbers: fiasp flextouch: lp56377; fiasp flextouch: asku; novofine 32g 4mm: requested. Action taken to fiasp flextouch was not reported. Action taken to fiasp flextouch was not reported. On (B)(6) 2021 the outcome for the event "high glucose (400)(blood glucose increased)" was recovered. On (B)(6) 2021 the outcome for the event "abdominal pain(abdominal pain)" was recovered. The outcome for the event "very ill(illness)" was unknown. The outcome for the event "when applying the pen it did not inject/no medication comes out(device failure)" was not reported. The outcome for the event "pen is locking up(device malfunction)" was not reported. The outcome for the event "the dial didn't go back to 0(device component malfunction)" was not reported. The outcome for the event "lose weight(weight loss)" was not recovered. The outcome for the event "started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe)" was not reported. The outcome for the event "keeps needles in the device until she changes(device stored with needle attached)" was not reported. Reporter's causality (fiasp flextouch) - high glucose (400)(blood glucose increased) : possible. Abdominal pain(abdominal pain) : possible. Very ill(illness) : unknown. When applying the pen it did not inject/no medication comes out(device failure) : unknown. Pen is locking up(device malfunction) : unknown. The dial didn't go back to 0(device component malfunction) : unknown. Lose weight(weight loss) : possible. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : unknown. Keeps needles in the device until she changes(device stored with needle attached) : unknown. Company's causality (fiasp flextouch) - high glucose (400)(blood glucose increased) : unlikely. Abdominal pain(abdominal pain) : unlikely. Very ill(illness) : unlikely. When applying the pen it did not inject/no medication comes out(device failure) : possible. Pen is locking up(device malfunction) : possible. The dial didn't go back to 0(device component malfunction) : possible. Lose weight(weight loss) : unlikely. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : possible. Keeps needles in the device until she changes(device stored with needle attached) : possible. Reporter's causality (fiasp flextouch) - high glucose (400)(blood glucose increased) : unknown. Abdominal pain(abdominal pain) : unknown. Very ill(illness) : unknown. When applying the pen it did not inject/no medication comes out(device failure) : unknown. Pen is locking up(device malfunction) : unknown. The dial didn't go back to 0(device component malfunction) : unknown. Lose weight(weight loss) : unknown. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : unknown. Keeps needles in the device until she changes(device stored with needle attached) : unknown. Company's causality (fiasp flextouch) - high glucose (400)(blood glucose increased) : unlikely. Abdominal pain(abdominal pain) : unlikely. Very ill(illness) : unlikely. When applying the pen it did not inject/no medication comes out(device failure) : possible. Pen is locking up(device malfunction) : possible. The dial didn't go back to 0(device component malfunction) : possible. Lose weight(weight loss) : unlikely. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : possible. Keeps needles in the device until she changes(device stored with needle attached) : possible. Reporter's causality (novofine 32g 4mm) - high glucose (400)(blood glucose increased) : unknown. Abdominal pain(abdominal pain) : unknown. Very ill(illness) : unknown . When applying the pen it did not inject/no medication comes out(device failure) : unknown. Pen is locking up(device malfunction) : unknown. The dial didn't go back to 0 (device component malfunction) : unknown. Lose weight(weight loss) : unknown. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : unknown. Keeps needles in the device until she changes(device stored with needle attached) : unknown. Company's causality (novofine 32g 4mm) - high glucose (400)(blood glucose increased) : possible. Abdominal pain(abdominal pain) : unlikely. Very ill(illness) : unlikely. When applying the pen it did not inject/no medication comes out(device failure) : possible. Pen is locking up(device malfunction) : possible. The dial didn't go back to 0(device component malfunction) : possible. Lose weight(weight loss) : unlikely. Started to get the liquid out with the help of a syringe(inappropriate drug extraction with syringe) : possible. Keeps needles in the device until she changes(device stored with needle attached) : possible. Fiasp flextouch is a prefilled pen. The current location of device : unknown. Period of use: fiasp flextouch (lp56377): unknown. Period of use: fiasp flextouch (unknown): 1 week. Company comment: abdominal pain, illness and weight loss are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in fiasp flextouch. Relevant information on final diagnosis for abdominal pain and illness, action taken with fiasp flextouch and outcome of the events are unavailable for complete causality assessment. Patient's underlying medical condition of type 1 diabetes mellitus, cancer, bipolar disorder and polypharmacy are significant confounding factors which could have contributed to reported event of abdominal pain, illness and weight loss. This single case report is not considered to change the current knowledge of the safety profile of fiasp flextouch. Preliminary manufacturer's comment: the suspected device fiasp flextouch has not been returned to novo nordisk for evaluation. No conclusion is reached. Product handling error such as storing the device with needle attached, needle reuse are significant risk factors which could have lead to device malfunction.

Event description:
Case description: fiasp flextouch is a prefilled pen. The current location of device : manufacturer and the other device is unknown. Investigation results : name: fiasp flextouch 100 u/ml 1x3ml - batch lp56377. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. The batch documentation was reviewed and found to be normal. A search for deviations has been performed. One deviation from the filling department (B)(4) could have impact upon dose accuracy. This deviation was not related to the assembly department, and the investigation was forwarded to filling department the batch documentation was reviewed and found to be normal. A visual examination of the returned product was performed. The dose accuracy was measured by weighing. The results were found to comply with specifications. A microscopic examination was performed. Desiccated foreign matter on the cartridge holder was observed. Visual examination of the returned product was performed. A minor cosmetic fault (desiccated foreign matter) was observed on the cartridge holder. However, the function of the pen was not affected. The observed problem occurred after the product left novo nordisk a/s. A complaint sample has been analysed chemically including ph. All the results were as expected and within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. A visual examination of the returned product was performed. The cartridge in the pen was found to be empty. In addition, there is a gap between the rubber plunger and the piston rod. As a consequence, the washer is separated from the piston rod. In addition, the washer is out of position. The observed faults cannot be related to novo nordisk processes but indicate that the preparation has been withdrawn with a syringe. The observed faults have occurred after the product has left novo nordisk name : novofine 32g 4mm. Visual examination and functional testing were performed. The returned needle has been tested for flow through the needle tube. The flow through the needle tube was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Microscopic examination performed. 1 used needle. A visual examination of the returned product was performed with respect to back needle. There was no abnormalities related to the back needle. The needles were tested for flow with measure threads. 1 used needle was blocked. Needle points on patient needles were examined visually for defects. 1 used needle with hooked on patient end needle was found. Needles tested for silicone on patient needle. The used needle met specification. The needle, which has been used for injection by the user, was blocked upon receipt of the complaint sample. Dose delivery was not possible, and the dose accuracy may be affected. The problem with the needle was due to incorrect handling during use. The used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault was a result of accidental damage during use. Since last submission, the case has been updated with the following: - investigation results were updated. - annexes b,c,d and g were updated. - narrative updated. Final manufacturer's comment: 09-feb-2022: upon investigation of returned product (fiasp flextouch), no irregularities related to the complaint were detected. In addition, there is a gap between the rubber plunger and the piston rod. As a consequence, the washer is separated from the piston rod. The fault may not be obvious to the user. Dose accuracy may be affected if the user uses the pen despite the fault. If the air gap is correctly equalized, dose accuracy is not affected. Failure to equalize a large air gap before dosing may cause several instances of no dose of drug, which for all the drug products covered by this code may result in hyperglycaemia. The observed problem is due to incorrect handling of the device. Final manufacturer's comment: 09-feb-2022: the suspected needle (novofine 32g 4mm) has been returned to novo nordisk for evaluation. During examination of the product, no irregularities related to the complaint were detected. Needle tip was found to be hooked and needle was blocked, due to re-use of needles and storage error. Damaged needle tip cause increased pain or difficulty in penetration. Blocked needle can affect the functioning of prefilled device (fiasp). The observed problem is due to incorrect handling of the device.